Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified distal right coronary artery (rca). The physician attempted to advance the 4.0 x 20 mm express2 monorail stent delivery system (sds) to the lesion but the distal edge of the device got stuck in the proximal part of the lesion. The physician tried to pull the stent back into the guide catheter but the stent dislodged from the sds in the proximal rca. The dislodged stent was snared with a non bsc device and the device was successfully retrieved outside of the patient. Once the device was outside of the patient, it was noticed that the stent was lifted. The procedure was completed with a 4.0 x 24 mm express2 device with no additional complications. The patient's current condition is listed as "good".